Event description:
My mother was a pt at a fresenius in (B)(6) from (B)(6) 2011. Only recently, after reading about the recall, did so much come to light. She suffered so much in (B)(6) 2011, she had to have heart surgery because of left valve issues. Low blood pressure and confusion was constant. I hope these corporate scums are satisfied with the wreckage.